Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was fractured into two pieces. Both pieces were returned. The device shows signs of extensive use. The clinical/medical evaluation concluded that it was reported during a tka procedure that the impactor bumper broke in half inside the patient, however ¿all pieces were retrieved¿ without patient harm or delay. Per complaint, the procedure was completed with a backup device. No additional information was provided. The root cause of the reported breakage cannot be definitively concluded. Further patient impact would not be anticipated as there was no patient harm reported. Additionally, all pieces of the device were retrieved. No further clinical/medical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported during a tka procedure, that a jrny ii cr lkg fem imp bumper lt broke in half, this happened inside the patient. All pieces were retrieved, procedure was completed with a backup device, no delay reported. No patient harm.